Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm and the contact did not think the pump was delivering enough insulin. The customer's blood glucose (bg) level was 494 mg/dl. The customer delivered a bolus in an attempt to lower the bg level. The customer was hospitalized for diabetic ketoacidosis that was considered as dangerous by the healthcare provider. The customer was treated with an intravenous insulin drip. Although requested, no additional information was provided regarding the event or the hospitalization.